Event description:
It was reported that during the attempted implant procedure, the patient coronary sinus was dissected while cannulating the coronary sinus with the catheter. The procedure was terminated. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.